Event description:
It was reported via repair work order that the scale system was not working correctly due to scale was set to weight gain/loss. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.